Event description:
As reported by the user facility: the pump was set to infuse ceftriaxone 2gm in 50ml over 30 minutes. After 30 mins, it alarmed to notify it was entering kvo mode, however, there was still medication remaining in the bag. The value displayed the expected amount, but the pump had apparently not infused all mls. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.